Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient's ipg incision site was dehiscing. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the entire system was explanted to prevent the risk of an infection. The wound was washed out and closed again.

Manufacturer narrative:
Date of event is estimated.